Event description:
Inner packing damaged. It was reported that during the surgery of right total knee arthroplasty, opened the out-box, noted the inner packing was damaged (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Visual examination of the provided photographic evidence denoted that the inner and outer blister of the packaging was melted/deformed. However, the potential compromised sterility is present due to the damaged condition. Since it is not possible to determine whether the lid was removed before or after the product was received by the costumer sterility cannot be definitively confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.